Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n186974003, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient and a manufacturer's representative (rep). The pump was delivering fentanyl (3000 mcg/ml at 899 mcg/day) at the time of the report. On (B)(6) 2016, the patient reported that her pump was placed on the wrong side of her abdomen which she did not consent to. She stated that she has little space between her intestines and the pump and sometimes, the pump gets "stuck" and it was uncomfortable. She stated that she had an appointment with her managing healthcare professional (hcp) on (B)(6) 2016 to discuss options. She mentioned that the surgeon stated that the pump and catheter may need to be removed completely to address her issues. The patient reported that her hcp wouldn't titrate her down, but a rep reported that she was told the opposite and that the hcp would titrate the medication down, but the hcp would not revise the catheter as the patient wanted initially. The patient stated that her hcp refused to do any troubleshooting and that the office's patient advocate had not gotten back to her. She stated that she was still on fentanyl patches and didn't think she should have to be on the patches, based on what she was getting from the pump and the personal therapy manager (ptm). The patient reported bone pain (since (B)(6) 2015) that had gradually gotten worse. She also reported 3 episodes of horrible rectal incontinence in (B)(6) 2015; she stated that this happened after walking a farther distance than she normally did, as she was mostly in bed. She also reported the following historical medical information (prior to the pump implant): 6 intestinal surgeries, osteoporosis, and sarcoidosis of the lungs. She stated that no imaging was performed on her spine prior to pump and catheter implant. She states that because of her osteoporosis, the pump should never have been implanted in the first place; she stated that osteoporosis caused her back to naturally fuse and she has broken down vertebrae. On (B)(6) 2016, the patient reported that her dose was decreased by 20%, as she requested. She stated that she gave a bolus and she did feel the dose; she didn't know what they did, but she got relief. Additional follow-up was conducted for information regarding the report that the pump wasn't regulated right and wasn't working, the report that the pump was implanted in a wrong location, medication concentrations changes after pump implant, any troubleshooting and interventions performed in relation to the issues. If additional information is received, another follow-up report will be sent.

Event description:
The patient had sarcoidosis that was affecting her lungs making it hard for her to breath and talk. The patient also had multiple myeloma. The pump was for pain and cancer pain. Per the patient, ¿the pump is not regulated right¿; ¿they did something because it¿s no working¿. The patient stated that they changed the concentration after her new pump and catheter implant. The patient was dissatisfied with her current physician; she felt that he didn't tell her the truth and wasn't managing her pump. The patient was calling because she was looking for a new pump managing physician. The device system was delivering fentanyl. The patient symptoms, interventions, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.